Event description:
It was reported that the insulin pump alarmed motor error multiple times during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self test. Advised the customer that the insulin pump would be replaced due to the multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk.